Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm. The device was received with severely scratched screen, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
It was reported that the customer experienced high blood glucose of 464mg/dl and the insulin pump alarmed. No further information was provided.